Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting on the battery charging issue because the pump was already being replaced due to its inability to update.